Event description:
Caller alleged discrepant inratio results. Time between lab and poc tests: a few mins. Date: (B)(6) 2013, lot: 310827, inratio: 1.5, doctor's poc: 6.0. Time between tests: a few mins. Therapeutic range: 2.0 - 3.0. Coumadin dosage has been increased based on results obtained on the inratio system on the following dates: (B)(6) 2013. Coumadin dose was withheld based on lab values from (B)(6) 2013.

Manufacturer narrative:
Investigation pending.